Manufacturer narrative:
1038671-2023-00326 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loosening and/or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via a legal notification, that a male patient, initial right knee implanted with an optetrak polyethylene tibial insert on (B)(6) 2016, approximately 1 year 7 months post the initial procedure, underwent revision surgery on (B)(6) 2018, due to preventable and accelerated wear of the optetrak polyethylene tibial insert. As a result of the defendants¿ failure to properly package the device prior to distribution, the polyethylene liner prematurely degraded, and the plaintiff required revision surgery due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by early and preventable wear of the polyethylene insert and resulting component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss and other injuries. As a direct and proximate result of the defective nature of defendants¿ device surgically implanted in the plaintiff which necessitated premature removal, the plaintiff suffered and will continue to suffer serious personal injuries, including pain, impaired mobility, rehabilitation, medical care, loss of enjoyment of life, and other medical and non-medical sequalae. No further information.